Manufacturer narrative:
(B)(4). The customer reported that they could not get an accurate etco2 waveform during a code. The involved pt died, but the customer stated that device behavior was not a factor in pt outcome. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that they could not get an accurate etco2 waveform during a code. The involved pt died, but the customer stated that device behavior was not a factor in pt outcome.